Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 33 mg/dl. The customer treated with scoop of peanut butter for low blood glucose level. The customer also reported that the insulin pump had hardware low level failure and beep anomaly. The customer reported that the self-test was passed. The customer reported that they were able to clear and rewind the insulin pump. The customer declined to troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.